Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3: reference MFR report#1627487-2016-01317, reference MFR report#1627487-2016-01318. It was reported the patient experienced ineffective stimulation. Reportedly, surgical intervention was undertaken during which time an additional lead was implanted and the original lead repositioned lower during the same procedure to provide adequate coverage in the lumbar area. Stimulation was effective postoperatively. The issue is resolved. All possible leads are being reported since it's unknown which lead is implanted.